Event description:
During the procedure towards the end while evaluation, the area of the valve difficulty was encountered, the mechanism was not functioning appropriately. The procedure was terminated and the device was removed. An egd was performed and a piece of plastic was found and an endoscopy was performed, and the piece removed. The device was inspected on the back table, the pulley mechanism was not fully operational.